Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that cartridge alarms (30, 31) occurred during the load sequence. There was no reported impact to customer's blood glucose level. The customer reverted to an alternate form of insulin delivery.